Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the patient was experiencing a "burning sensation and pain in the collar bone (or just below it)" two weeks post-device-implant. The patient was seen in the clinic and given medication for the pain. The device was interrogated and functioning normally and the pacing outputs were reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.